Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss noted the handpiece was able to tune again and the surgery was completed. The tss told the customer that the handpiece may have been internally hot during the initial tune, or the handpiece could have an intermittent issue. The customer was able to troubleshoot and resolved the problem reported. The company service representative examined the system later. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a loss of phaco during a surgical procedure. The handpiece was able to be re-tuned to complete the case. Additional information has been requested.